Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. The ge rep also replaced the hard drive. System operating as intended.

Event description:
It was reported that the system is locking up during cine runs, and that the cine cannot be retrieved. No patient injury was reported.